Event description:
An angio-seal was used to seal the arteriotomy site post percutaneous cardiac procedure. Ten days later the pt experienced redness and a rash that started in the leg and groin area spreading all over the body. The groin and thigh area also had hives. The pt was being treated with prednisone for nine days with instructions to follow-up with the physician. The pt has history of allergy to iodine and the cardiac catheterization laboratory used different contrast and prep solution.